Event description:
On (B)(6) 2019, neotract was made aware of a patient¿s post prostatic urethral lift (pul) procedure experience. The patient reported that he has difficulty in recalling information regarding his post procedure experiences. Approximately in (B)(6) 2017, a then (B)(6) patient underwent a pul procedure. Approximately two hours after, he presented to the ER with pelvic pain. He was hospitalized for approximately one week and received IV antibiotics for a possible urinary tract infection (uti). At an undetermined time later, the patient stated that he acquired an infection and was prescribed oral augmentin for approximately three to four months. The patient stated that he continues to experience pollakiuria and will follow up with his urologist.